Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025 at approximately 5:00 am, the patient reported experiencing a loss of consciousness. Earlier, around 3:00 am, the patient¿s continuous glucose monitor (cgm) displayed a reading of 84 mg/dl, which he stated was ¿almost the same¿ as his blood glucose (bg) meter reading. At that time, the patient felt well but self-treated with two glucose tablets before returning to sleep. Two hours later, the patient received an urgent low alert from his cgm indicating a glucose level of 54 mg/dl. The patient reported feeling lightheaded and subsequently lost consciousness. He stated that he did not receive any alert notification when his cgm value dropped below his low alert threshold of 80 mg/dl. As a result, by the time the urgent low alert was triggered, it was too late for the patient to treat his hypoglycemia effectively. The patient regained consciousness on his own after approximately one minute. His wife administered juice, after which the patient reported feeling fine and returned to sleep. There was no documentation indicating that the patient sought assistance from a higher level of care. At the time of reporting, the patient stated he was ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 01/14/2026. Data was further reviewed. On the date of the alleged event (12/30/2025), the egvs were below the low threshold in the early morning, and the app was alarming with low glucose and urgent low soon however there were no conditions that would have triggered an urgent low alert. The lowest egv recorded during the time period in question was 57 mg/dl at 5:44 am. All alerts were found to have performed as intended. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 12/24/2025 at 7:39 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 8 days and ended due to unknown reasons on 01/01/2026. There was five bg calibrations attempted during the sensor session. Results indicate that the sensor was performing within specifications throughout the sensor session. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction was updated on 2/2/2026.

Manufacturer narrative:
(B)(4).